Event description:
Event description boston scientific received information that a physician explanted and replaced this chronic ventricular lead with a non-guidant model lead for high threshold measurements and intermittant junctional escape (loss of capture) while in sinus rhythm. Coincidentally, the physician also explanted and replaced the patient's pacemaker, which was included in the insignia microcrystal failure mode 2 population (9/22/2005), with a non-guidant model. There were no allegations communicated against the pacemaker for its less than two years in service and no adverse patient effects were reported. This information was reported by our field representative. Both products have been returned.